Event description:
It was reported that a malfunction occurred with the pump displaying malf 1 code, which was not resettable. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use an alternate form of insulin therapy, mdi, while the pump issue was resolved. Technical support confirmed the warranty status and shipping details, provided instructions for storage mode, and sent a replacement pump. The customer was instructed to return the problematic pump to tandem within 10 days using the provided return box and prepaid label.